Event description:
Hosp reported that dr was performing a supercervical lap hysterectomy, when allegedly, one paddle of the 33310c/bowel grasper broke off in pt. Dr could not locate it visually, with magnet probe or via x-ray. Dr then completed the procedure; pt condition good post-op. After the procedure, hosp personnel were able to locate piece using a cat scan. In 2007, dr allegedly performed a laparoscopic procedure, to remove broken piece; piece was retrieved. Pt condition post-op was good; she was released the next day.